Event description:
Report received from literature. Von mollendorf ce, van damme l, moyes ja, rees vh, callahan mm, mauck ck, et al. Results of a safety and feasibility study of the diaphragm used with acidform gel or ky jelly. Contraception 2010;81:232-239. The pt's medical history, height and weight were unk. The pt was enrolled in a randomized, placebo-controlled safety and feasibility trial of a diaphragm with vaginal gel during 6 months of use among 120 hiv-negative sexually active women. The women received an ortho all-flex arcing spring diaphragm made of natural rubber along with acidform gel for the prevention of pregnancy. No concomitant medications were reported. On an unspecified date the pt became pregnant. The pt outcome was unk. This report is serious (medically significant).